Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. The insulin pump has moisture damage on the lcd and on the motor. The insulin pump has a minor scratched display window, scratched reservoir tube window and cracked reservoir lip.

Event description:
Customer reported receiving a button error alarm on the insulin pump while he was at work. Customer stated that he could not recall any significant events leading to this alarm. He mentioned that he is a lifeguard but did not recall getting into the water. He stated that none of the buttons were working, and this was not resolved by changing the battery. The blood glucose reading was 160 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.